Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the keypad buttons began to be unresponsive approximately 8 weeks prior. The buttons reportedly have to be pressed hard and several times for response. The keypad is reportedly intact. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing all the keypad buttons required multiple presses to elicit a response. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.